Manufacturer narrative:
The a-2000 monitor was returned for investigation. A visual inspection found the grounding pins of the power receptacle were making intermittent contact due to cracked/broken solder around the pins. This failure is considered physical damage which is likely the result of the unit being dropped. The a-2000 bis monitoring system is designed to comply with the following safety standards: iec 601-1, ul 2601-1 and iec 601-2-26. Safety related preventative maintenance features that are prescribed by the a2000 operator's manual, also, comply with ul 2606-01. These measures ensure that each a2000 monitoring system satisfies all the safety requirements prescribed by the safety standards referenced above. Device labeling states that a physician should not titrate to bis values alone. Therefore, loss of monitoring info is unlikely to cause or contribute to a death or serious injury. Device history record was reviewed and no problems were found. Based on our investigation, we have concluded the device did not cause or contribute to a death. The device did malfunction and resulted in a shock which is considered a minor injury. Therefore, an MDR is required.

Event description:
Covidien was notified about a medical engineer who received a shock from a plug pin after unplugging an a-2000 monitor from the main. No further details available.